Manufacturer narrative:
(B)(6). This is 1 of 5 mdrs being submitted for patient identifier (B)(6). Complaint conclusion: the proximal end of the coil and the distal tip of the device positioning unit (dpu) were found separated by 16.5cm, with both components protruding outside the sheath. The resistive heating coil section was bent. The distal tip of the outer sheath was pushed back. The coil¿s socket ring was severed from the soldered section. The proximal end of the coil was severely compressed and stretched. The copious amount of contrast prevented a mandrel from advancing through the sheath. One blockage was dissected and was found to have primarily contained a contrast-like material when it was dissolved. The evidence suggests that distal interference inside the microcatheter contributed to the difficulty advancing the coil. The source of this interference cannot be determined. It also is unknown to what extent, if any, that the blockage containing blood and a large amount of contrast-like material contributed to the coil¿s advancement difficulty. In addition, without the return of the sl-10 microcatheter used int eh procedure, it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
Five deltaplush cerecyte microcoils were reported to become very difficult to advance once they were about half way up sl10 microcatheter, and the coils were found to be damaged during analysis. There was no serious injury reported.